Event description:
Technician alleged that the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The account replaced the right foot and left head brake casters to resolve the issue.